Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on june 8, due to the need for intravenous infusion, a disposable implantable drug delivery device with an indwelling cannula was used. While inserting the cannula into the patient, the protective cap at the tip fell off, resulting in the tip being too short to penetrate the subcutaneous tissue. This was reported to the head nurse, and the situation was explained to the patient. The indwelling cannula was replaced, and the puncture was redone; the patient did not sustain any serious injury.